Manufacturer narrative:
Lot #: potential lot numbers 60331319 and 60349198. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a em2400 valve set leaked at port 5 and 6. The leak occurred during an unknown process step during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the potential lot number 60349198 was manufactured between 15feb2022 and 16feb2022. The potential lot number 60331319 was manufactured on 10nov2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.